Event description:
Device delaminated following placement through a trocar after being cut to size. The device was removed from the pt's abdomen through an existing laparoscopic port. No further info was provided.